Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unknown. It was reported that approximately 84 months post stent graft implant, the patient's CT demonstrated that the stent graft had a type ii endoleak resulting in enlargement of the aneurysm. The physician elected to surgically convert the patient to a conventional stent. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device failure lack of effectiveness related to pt condition (type ll endoleak).